Event description:
It was reported the customer was receiving no delivery alarms. Customer stated the alarm would occur with his large bolus, but only intermittently occur with his small bolus. Customer also reported having low and high blood glucose. Customer's blood glucose was 435 mg/dl at the time of the call. He had treated his blood glucose with a 34 unit bolus. Troubleshooting found insulin was not able to exit during a fixed prime. Customer was advised the alarm may be caused by an infusion site/set occlusion. Customer was advised to change his infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)